Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the samples. Analysis of the sample showed that it was observed that a component that is causing the reported failure is missing from the device received. Bd determined that the cause of the failure was attributed to the manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero needle retraction failed it was reported by the customer that the safety mechanism did not activate. It was still nested in the white needle holder and they had to physically pull the plastic box down to the needle tip, and it still didn¿t catch, so they pulled it down with more force and it held. Rcc received a complaint via email. I am writing to let you know of a needle safety mechanism failure I experienced this morning. I placed a 22g 1 ¾ in. Piv this morning and the safety mechanism did not activate. It was still nested in the white needle holder and I had to physically pull the plastic box down to the needle tip, and it still didn¿t catch, so I pulled it down with more force and it held. The catheter packaging is pictured below. Please let me know if you need anymore information. I have saved the needle if you need it. Item# 383598, lot# 5247921.